Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the hcp saw a motor stall message that showed the pump stall for about 648 hours prior to the refill. The hcp confirmed that the patient had an MRI around the time of the stalls. The telemetry mode was reviewed. The caller read the pump again and it continued to show motor stall (it had only been a few minutes since they initially read the pump). The pump was reviewed and it most likely recovered shortly after the MRI but the log was delayed. It was explained that the recovery log was going to appear with the time stamp of the day of the complaint although the pump recovered around the time of the MRI. The explanation for lack of significant volume discrepancy would help solve the issue. The hcp was planning to turn the pump down as it was getting close to the elective replacement indictor (eri) and the patient was not sure if they wanted their pump replaced. The hcp mentioned that the patient was having an increase in pain but had no withdrawal symptoms.

Event description:
Additional information received from a healthcare provider (hcp) reported the patients weight. After updating and re-reading the pump it logged as motor stall recovery. The pump was reported to be refilled and the residual volume matched the actual volume removed from the pump. The event was reported to be resolved and the patient was advised to had a follow-up appointment after any MRI's in order to have the logs read. The pump remains in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.